Manufacturer narrative:
(B)(6). The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Visual and functional inspection identified a cracked mini cap. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap transfer set that had a minicap attached, a baxter technician determined that the minicap was cracked. No additional information is available.